Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed. The download data showed that the device completed 30 pulses, 20 of which were first prime pulses, before being deactivated. No timeouts, alarms or drive stalls were observed. However, a rotational sensor error did occur. The drive mechanism was investigated and no damages or deficiencies were observed that would have caused the device not to deploy. The device did not deploy deploy due to the rotational sensor malfunction causing the priming sequence to end earlier than expected, therefore not deploying the device. The cause of the malfunction could not be determined. No other damages or deficiencies were observed during the investigation.